Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Low bg cause was not known. Customer was driven to the emergency room by spouse. Customer was treated with a d50 injection, resolving the issue. Customer declined troubleshooting with tandem technical support and declined to provide further information.